Event description:
It was reported that the right ventricular (rv) lead was partially surgically abandoned during the implant procedure. The pace/sense portion of the rv lead was capped, and the shock portion remains in service. This lead remains in service. No additional adverse patient effects were reported.